Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was ventricular noise reversion episodes noted on the pacemaker. The noise seen was nearly identical on both ventricular and atrial channels. The noise could not be re-produced using calisthenics and isometrics. The clinician was concerned about possible insulation abrasion on the leads. The patient was asymptomatic during the episodes and all measurements appeared to be stable and in range. Additional information about the intervention was not reported.

Manufacturer narrative:
Correction: event date (B)(6) 2018. Previously reported event date was incorrect. This report notes the correct event date.

Event description:
New information received notes that the issue was ongoing. Programming changes were performed. Patient was stable and was unaware when the issue was occurring.